Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported polyethylene wear without the products to examine; however, polyethylene wear after approx fifteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear.